Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the covers prevented the x-drive to move freely. The x-drive was lubed. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system would not move in the x axis. There was no patient present when this issue occurred.